Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an ht70 ventilator was auto-cycling. There was no patient involvement at the time of the reported condition. A service engineer (se) inspected the device and replaced the solenoid valve to resolve the issue. The unit passed all testing and operated within the manufacturing specifications.